Event description:
My daughter's malem bedwetting alarm has a serious problem and it has burnt my daughter in her neck. The alarm got extremely hot at night and burnt her. It was being used just as directed. To make matters worse, the batteries exploded inside the malem alarm and leaked on to her body. As it spread, it burnt her slightly. She is an older kid and was able to remove the device before it caused permanent harm and damage.